Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead could not be separated from the guidewire. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.